Event description:
It was reported that during a laparoscopic cholecystectomy, the first staple of the device was broken in half at the bend of the staple and come off. Fortunately, this was on the cystic duct to the gallbladder and was of no adverse pt consequence. Unk how the case was completed at this time. Additional info from surgeon: the case was completed with clipping additional clips on the duct. This occurred on the gall bladder side and there was no issue with this occurring. Performs the removal with three clips, manipulates off and removes the tissue. The manipulation may have caused the clip to fracture. This occurred on the very first clip. The clip fell into the pt, but was removed with no issues.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.